Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of snare loop detached. Block h10: investigation results: a captivator small hexagonal stiff snare was received for analysis. Visual inspection of the returned device revealed that the snare loop was detached. In addition, the device was inspected using xray and it showed the crimp marks in the cannula too close to each other. No other problems were noted. The reported complaint of loop detached was confirmed since it was found that the loop was detached. During device analysis it was noted that in the cannula the crimp marks were not in the proper position. An investigation to address this problem is in progress. Based on the analysis of the returned device and the information available, the most probable cause is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used to remove a large polyp in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure and inside the patient, the physician noticed a metal piece inside the colon after the catheter device was withdrawn from the scope. The metal part of the snare was disconnected from the catheter. The procedure was completed with a raptor device to remove the foreign body from the patient. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used to remove a large polyp in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure and inside the patient, the physician noticed a metal piece inside the colon after the catheter device was withdrawn from the scope. The metal part of the snare was disconnected from the catheter. The procedure was completed with a raptor device to remove the foreign body from the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).